Manufacturer narrative:
Device is used for treatment, not diagnosis. Device history record review shows no nonconformance for the device and no abnormalities were observed during the DHR review. The evaluation states that the reporter's complaint of intermittent operation was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to immersion during cleaning.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported that the device works intermittently. Event did not occur during surgery and there was no patient involvement. No additional information was reported. This report is for 1 of 1 for (B)(4).